Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600475 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as biological material is present on the device. No other defects or anomalies were observed. Reference files (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws or close. However, the remaining clips were able to properly load into the jaws and close with no further issues. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as it could not be determined what caused or contributed to this event. The reported complaint of "loading issues" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found that the first clip was unable to properly load or close. However, the remaining clips were able to load properly and close. The device was received with 3 clips remaining in the channel indicating that the end user fired 12 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the first clip to not function properly. No further action will be taken.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips were misaligned for loading. The patient's condition was reported as fine.